Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use, and quality control data. The complainant returned one open ngage nitinol stone extractor. Lot number confirmed. Inspection of the returned device noted: the device was returned with the handle in the open position and the basket formation partially open, the basket sheath and coil assembly was severed in two locations measuring 109 cm from the handle and a 2 cm severed segment, three cm of the coil was exposed from distal tip of support sheath, and approximately 4 cm of the basket sheath is missing and was not returned a review of the device history record found no non-conformances. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The device was found to be separated 109cm from the handle, near the distal end of the sheath. Both the basket sheath and basket coil were found to be separated. It appeared the distal end of the sheath was severed during use. The IFU contains a caution that excessive force could damage the device. Based on the extent of the damage to the returned device, excessive force was inadvertently applied during use, causing the distal end of the device to separate. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: supply chain. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a cysto laser lithotripsy using a ngage nitinol stone extractor, the basket broke inside the patient. All portions of the basket were retrieved from the patient. There were no adverse effects to the patient due to this alleged product malfunction. The patient did not require any additional procedure as a result of this occurrence. Additional details regarding the patient and the event have been requested. At this time, no additional information has been provided.